Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The facility technician replaced the air separator, valve 43, quick connect and the drain hose. The machine was returned to service. Part was not returned to the MFR for eval.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.